Manufacturer narrative:
The customer was unable to provide the required intake information. The information to enable further investigation, such as the kit's lot number, was not provided and an investigation was not able to be performed. Notwithstanding, complaints against these trend codes are monitored to identify and track any out-of-trend/unexpected performance at the lot and product family level. In conclusion, abbott diagnostics scarborough was unable to determine the exact root cause of the reported issues as no information was provided for investigation. Please reference all MFR reports: 1221359-2022-03020 - 1221359-2022-03022.

Event description:
The customer reported multiple false positive results with 4 (four) binaxnow covid-19 ag card kits. This MFR. Report addresses patient results (one) 1 of (four) 4. The customer reported using a certain unknown lot number for binaxnow covid-19 ag card that generated only positive results. Another lot number for binaxnow covid-19 ag card was used to test and those results were negative. An unknown platform pcr confirmation testing was performed which also generated negative results. No additional patient information, including treatment and outcome, was provided.